Event description:
It was reported that 3 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system without complications. Three weeks after, the physician noticed a rectal fistula had occurred and the pt was treated with a colostomy. No further pt injuries or complications were reported. Pt is currently in stable condition.